Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that an alarm did not occur for the patient in room ch 432 on (B)(6) 2018 around 21:00, and the patient expired.

Manufacturer narrative:
No device malfunction occurred. The fse tested the equipment using a simulator and found everything operating to specifications. The fse collected the logs which were provided to philips quality for review. A review of the logs indicate that on (B)(6) 2018 between 21:00 - 21:20 several red vfib/tachy and asystole alarms occurred for bed 432 which were silenced at the central station (see above log excerpt). The system is designed to log a ¿silence¿ entry only when the silence key is activated. The ¿silence¿ indication is created when the silence button on that device is pressed supporting that the alarms were silenced on the device. This is considered a user alarm handling issue.